Manufacturer narrative:
MDR correction: the original MDR was submitted for "stopper pop-off". At the time the photo investigation was completed, it was determined that the original interpretation (stopper pop-off) was incorrect, as actual stopper pop-off did not occur (confirmed during investigation). It was found that only the plastic cap had separated from the rubber stopper (closure separation), the rubber stopper remained in tact and sealed the tube. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure modes for cocked stopper and closure separation with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd is aware of this product issue and further investigation has been conducted through a CAPA. As a result, corrective actions have been established and are in the process of being implemented. Conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for cocked stopper and closure separation with the incident lot was observed. Further investigation activities have been conducted relating to closure separation, and the most likely root cause has been identified. As a result, corrective actions and procedures are being implemented to mitigate further occurrences. Root cause: a CAPA was conducted to document further investigation and root cause analysis relating to closure separation. The investigation has identified the most likely root causes and corrective actions are in the process of being implemented. Based on the investigation, a root cause could not be determined for the cocked stopper. Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with closure separation. The investigation has identified potential root cause(s) for this issue and corrective actions are in the process of being implemented. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that there was stopper pop-off of 10 ml, 16 mm x 100 mm bd vacutainer® heparin tube. There was no report of injury or medical intervention.